Event description:
The following information was reported: the physician pulled back to the arteriotomy, provided hemostasis, and then when he began to shuttle down the sealant, per the physician "everything fell apart". It appeared that there was a balloon loss of pressure at the second stop (arteriotomy). The stopcock was opened when the balloon was at the arteriotomy and no unusual force was applied when shuttling down or retracting. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. It was reported that "per the tech, the balloon was not prepped prior to use". Procedure: intervention peripheral sheath size: 6f.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause could not be conclusively determined. The review of the lhr (lot f1424702) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).